Event description:
Customer reported excessive bleeding from the tongue on (B)(6) 2013 which prompted a lab draw. Pt was not hospitalized but coumadin was withheld based on lab results of (B)(6). On (B)(6) 2013, inratio 2.5 lab 3.9 1 hour between tests. On (B)(6) 2013, inratio 2.6 non-inratio unk poc 3.5 1 hour between tests. Patient's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.